Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes variable bipolar capture thresholds from 1.75 v to 4.0 v. There was no unipolar capture. The physician initially had trouble positioning the lead.